Event description:
Reportedly, the surgeon was attempting to sew with the endostitch, apparently the white tabs on the loading unit were out of alignment, not allowing for optimal loading of the needle. When the surgeon attempted to take a bite of tissue with the instrument, the needle did not transfer as intended and got buried in tissue. After the needle got buried in the tissue, the surgeon attempted to retrieve the needle by pulling on the silk suture. After applying forces to try to release the needle from the tissue, the needle detached from the suture. The needle could not be found. X-rays were taken. Completed with another stitch. At this point, pt stauts, fine.